Manufacturer narrative:
Updated fields b4 g3 g6 h2 h6 type of investigation. Investigation findings component code. Investigation conclusions h11. Corrected field d7a d9 device available for evaluation and date return to manufacturer h3 nurse reported a fiber optic sensor failure after a patient returned from the cath lab following a balloon exchange. He had already attempted reconnecting the fiber optic cable without success and confirmed that the inner lumen was transduced with an adequate arterial waveform and pressures. Product surveillance information was collected and ian was instructed to save the catheter for return using a provided box. Since ian was not at the bedside surveillance details were requested via text. He provided all required information except patient demographics which were requested again but not received. The iab was returned with the membrane completely unfolded and blood was found on the exterior of the iab and between the catheter and sheath. The non maquet sheath was returned over the membrane. The optical fiber was found to be broken within the membrane 26.7 cm from the iab tip. One kink was observed on the catheter tubing approximately 77 cm from the iab tip. The three way stopcock extender tubing pressure tubing and one way valve were also returned. The inner lumen was found occluded. The occlusion was unable to be cleared. The inner lumen was returned with multiple bends on it. The reported failure was confirmed by the evaluation. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
It was reported by the customer via emergency support program line, that intra-aortic balloon (iab) sensation plus 50cc had fiber optic sensor failure, no harm or injury to the patient was reported.

Manufacturer narrative:
Due to character limit in e1 postal code is (B)(6). Nurse called about a fiber optic sensor failure. Nurse stated the patient had recently gone to the cath lab for a balloon exchange. When the patient arrived on the unit, there was a fiber optic sensor failure alarm. Esp team member verified ian had attempted to unplug the fiber optic cord and plug it in without success. Esp team member confirmed nurse had transduced the inner lumen, and the pump had an arterial waveform and pressures. Esp team member collected product surveillance information. Esp team member instructed ian to save the catheter after use, and a return box would be sent to collect it. Ian was not at the bedside to provide product surveillance information.